Manufacturer narrative:
Concomitant medical products: product ID: wr9220, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was getting the searching for device message. They also mentioned a feeling of being electrocuted. They said they were able to feel the ins on the left side of their body, registration shows the ins is on the right side. Patient services reviewed repositioning the recharger but patient was not able to connect to the ins. Patient said they know what to do and will keep trying. Patient has to end the call because they had to urinate.